Event description:
According to the available information during testing of the catheter outside the patient, the balloon was very hard to inflate and impossible to deflate. The balloon was inflated with a 50ml syringe and sterile water. A new catheter was used to complete the case.

Manufacturer narrative:
On 30th october, we received one used sample. The sample had a yellow valve ch20 lot number 8352035. After made a tracking we found that the product reference is ab63201002 lot number 8559636 manufactured in may 2022 for 1175 pieces. The expiry date is may 2027. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding lot number 8559636. Checking the quality databases revealed one anomaly in connection with the described defect, a CAPA monitoring (CAPA-000152) on balloon issues on folysil and silicone prostatic catheters. The trending for inflation and deflation issues is followed and is below the threshold of 25 ppm. On 30th october, we received the sample with the balloon inflated . After decontamination with anioxyde 1000, we observed the balloon and we tested the deflation of it and we didn't have problems on 29th december, we received investigation from our subcontractor : "a leak test was carried out, and no defects were detected, the inflation and deflation of the balloon was carried out easily and without difficulty"

Event description:
According to the available information during testing of the catheter outside the patient, the balloon was very hard to inflate and impossible to deflate. The balloon was inflated with a 50ml syringe and sterile water. A new catheter was used to complete the case.